Manufacturer narrative:
Device history record (DHR) review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, we will continue to monitor and trend relating complaints.

Event description:
The complaint was reported as: complaint alleges: surgeon tried to load the clips in the pre-load hemolok device, but clips kept falling out of jaw. He noticed that the jaws appeared to be at an angle and the hinges sticking out. No pt injury reported.